Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, a follow-up examination of the chest after puncture revealed a small amount of needle bleeding and moderate pneumothorax. Subsequently, a puncture tube aspiration surgery was performed, with approximately 1000ml of gas extracted. The patient's suffocation was relieved, and a closed thoracic drainage tube was connected.

Manufacturer narrative:
UDI related data quality updates only.